Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the expected insulation capacity could not be obtained due to a cut on the heath shrinking tube of the forceps elevator, the bending angle in the up/down/right direction and the play of the up/down and right/left knobs did not meet the standard value due to wear of the angle wire, the connecting tube was wrinkled, image noise occurred and the specified resolving power was not obtained due to damage on the charged coupled device unit, the suction cylinder was shaved, the light guide cover glass was dented, the bending section cover adhesive was detached, the image guide protector was cut, the universal cord was wrinkled, and multiple parts on the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer returned the evis exera ii duodenovideoscope for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had a yellowish/brown foreign material attached. The report is being submitted due to foreign material on the scope found during evaluation.